Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the unit vent inop. Customer reported that they were doing nebulizer treatment at the time and there was a hme in line. There was no patient involvement.